Event description:
It was reported that a system error (se) 2240 (air in set/line) alarm occurred during drain two of four on the homechoice (hc). The registered nurse (rn) stated the hp pulled the patient line off their transfer set. The rn indicated they would have the hp start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error during a system error 2240 of the drain stage, where the nurse stated the home patient pull the patient line off the transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. Section ¿prepare for therapy¿ provides instructions for properly opening the transfer set. In section ¿troubleshooting¿ users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.